Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's transmitter was not working and that she was receiving sensor errors. Troubleshooting was done. The customer stated that one time her blood glucose level was 29 mg/dl but the sensor glucose was 70 mg/dl. The customer treated herself with food and juice. The customer stated that her sensor glucose levels were different from her blood glucose levels. Nothing further reported.